Event description:
Pt began having an increase in peak pressures on vent, of 70-80 cm h2o pressure. Pt exhibited signs of respiratory distress and breathing out of sync with vent, settings were changed on vent with no apparent relief. Oxygen saturation decreased, hr ceased/decreased and CPR was begun. When pulse was good, pt was placed on vent again, with immediate decrease in bp and breathing distressed with high peak pressures. Pt ambued again and placed on different vent. Pt did well and was transferred to hosp.